Manufacturer narrative:
Please note that this device is not distributed in the united states, but it belongs to the same class of the devices as the united states distributed cypher sirolimus drug-eluting stent. The device was received for analysis, but the engineering report is not yet available. Additional info received will be submitted within 30 days upon receipt.

Event description:
During the procedure, the connecting hub was not intact and showed a crack at the time of preparation during negative "suction". Another device was used to complete the procedure and there was no harm to the pt. There were no kinks or damages noted on the device before inserting it into the pt. The device was removed from the packaging and prepped per the instructions for use (IFU).